Manufacturer narrative:
The covidien service engineer (cse) inspected the unit and could not verify the reported malfunction. The backup battery was replaced with a new one and the unit passed all testing. Covidien reference: (B)(4).

Event description:
A report received from (B)(6) stated an ht70 ventilator experienced a "backup battery failure" alarm while being used on a pt. No pt injuries were reported. Though requested, no additional info was available at time of inquiry.